Event description:
It was reported that the patient was admitted to the hospital with recurrent nausea and vomiting as well as upper abdominal pain secondary to gastroparesis. Laboratory work was performed but there were no noted abnormalities. Medicine was administered including intravenous (IV) fluids, analgesics, antiemetics, and potassium supplements. The patient¿s symptoms ¿slowly resolved¿ to the point that her diet was reintroduced; the patient was discharged from the hospital. The event ended on (B)(6) 2011 as the patient recovered. However, the patient was re-admitted less than a week later for nausea, vomiting, and abdominal pain. A urinary tract infection (uti) was diagnosed while in the hospital, but it was noted that it was not serious. Diagnostic procedures included laboratory work which showed white blood cell count to be high at 13,000 and urinalysis which showed 20-40 white cells with ¿1+ bacteria and a small amount of leukocyte esterase.¿ the patient¿s symptoms were managed with IV fluids, antiemetics, levequin for the uti, and analgesics which slowly resolved to the point where her diet was re-introduced and found to be tolerated. On the morning of discharge, the patient had burning dysuria and non-catheterized urine showed pyuria and bacteruria. The patient was placed on empiric levofloxacin orally pending on the results of the urine culture. No final outcome was given. Additional follow-up is being conducted to obtain this information. Any additional information received will be captured in a supplemental report.

Manufacturer narrative:
Concomitant products: product ID 4351, serial# unknown, product type lead; product ID 4351, serial# unknown, product type lead. (B)(4).